Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had air leakage and water leakage from lens, resulted in an unclear field of view, making it impossible to continue the surgery. Two scopes used mentioning both failures and electrode which are a concomitant devices. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.